Event description:
Caller reported the patient tested 5.7 inr on coaguchek system and 3.3 inr on comparison lab. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.